Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device unexpectedly cycled power and displayed a message stating that device restarted and all settings were restored to default values. No patient harm occurred.